Manufacturer narrative:
One bravo capsule was returned for investigation. No damage was noted upon visual inspection. The transmission signal was checked in accordance with (B)(4) resulting in failure. The investigator cracked the capsule and connected to an external power source. The batteries were checked for voltage which failed (voltage us under 3v) a second transmission test was completed. The root cause of the event was a battery failure- low voltage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to transmit. The defective device will be returned for investigation. The capsule attached to the esophagus, but it failed to transmit. This was the third attempt with a capsule from the same lot as the previous two failed capsules. The procedure was completed and they continued to attempt to get the recorder to pick up a signal. After an hour and a half of troubleshooting, the recorder would not pick up the signal and efforts to start the study were terminated. There was no patient or user harm due to the alleged device malfunction.